Manufacturer narrative:
The homechoice device was evaluated at the mfg facility. Review of the event log revealed no difficulties during treatment. The previous therapies contained no system errors. A simulated therapy using the homepatient's program was performed and no problems were encountered. Results from these tests and test treatments indicate that the unit was functioning properly and within design parameters.

Event description:
Healthcare professional (hcp) reports that homepatient (hp) died while using homechoice device for apd therapy. Hcp states that on 12/29/97 hp visited dialysis facility after notifying hcp of "not feeling well". Hcp reports that hp "did not look well to her" and was sent to see physician. After seeing physician, hp returned home. Hcp reports that hp died soon after starting treatment on homechoice device, between 9:00pm and 10:00 pm on 12/19/97. No autopsy was performed. Hcp does not attribute homechoice device to hp death. Hcp "feels" death was cardiac related. Follow up with physician reveals that hp was currently being treated for pneumonia. Physician states when he saw hp on 12/29/97. He recommended hp go to hosp for further treatment. According to physician, hp refused hosp admission and returned home. Physician states that homechoice device is not attributable to hp death but "feels" that hp had "heart attack" while at home. No device failure or malfunction identified.